Manufacturer narrative:
Analysis found the unit alarmed compromised force sensor system due to a faulty force sensor resistor. Unable to perform the occlusion and excessive no delivery tests due to prime anomaly. However, the unit passed the displacement, rewind and basic occlusion tests. There was no motor error alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received motor error alarm and compromised force sensor system alarm. Her blood glucose was 235 mg/dl at the time of incident. The customer stated that the insulin pump was not exposed to high magnetic fields. She stated that insulin squirts out during the manual prime. She stated that the drive support cap was not protruded. She stated the insulin pump was not bumped or dropped. She was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.